Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 3000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked from the "ergonomic port". This occurred during compounding. The bag was replaced to resolve the issue. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4: the lot was manufactured between march 21-24, 2024. H11: the actual device and a photograph of the sample were provided for evaluation. Visual inspection was performed on all the samples. The reported issue of leakage was not easily identified by initial visual inspection of the returned actual sample. The visual inspection of the photo sample showed the twist off access part of the admin port seal removed off and leakage from the administration port was not identified. Functional testing of sample was performed, and no leaks were identified from the administration spike port bonding area or any other area on the returned sample. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.